Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer had not addressed their bg level at the time of troubleshooting. A systems check was performed with tandem technical support and no issues were identified. It was recommended the customer replace supplies as necessary and resume insulin therapy.